Event description:
An olympus sales rep reported on behalf of the customer, the electrosurgical generator was not communicating with an ultrasonic generator (usg-400). The event occurred during preparation for use and caused a delayed until the facility was able to find a replacement device. The procedure was completed using a competitor device. There was no report of patient harm associated with this event.

Manufacturer narrative:
Prior to the device being returned, the sales representative received guidance from technical assistance center regarding the malfunction. The sales representative was given the following instructions: ¿assume that you only have the esg-400 and the usg-400 and no other peripherals connected. First attached the maj-1871>link in connector to the link-in port on the usg-400 and the link-out connector of the same cable to the esg-400>link out port. Observe the result. If the issue persists, try the opposite. Attached the m aj-1871>link out connector to the link-out port on the usg-400 and the link-in connector of the same cable to the esg-400>link in port. Observe the result. If the issue persists, try another maj-1871. Please refer to the IFU if you have other configuration...¿ the above troubleshooting steps were taken to no avail. The subject device was subsequently returned to olympus for evaluation. Visual inspection revealed the following faults: scratches, dents on the housing/front panel, and unknown deposits on the surface of the device. The customer¿s device allegation was confirmed during the evaluation. The problem occurred because the link-in link-out connectors were not working/failing to trigger. During the evaluation error code u505 was also confirmed. This error code is generated when there is a communication problem between the esg-400 and the usg-400. This error code can also be generated by faults involving the flexray sockets on the esg-400, the usg-400, or by a defective flexray connection cable. Lastly, faults with the motherboard of the esg-400 or the usg-400 motherboard can also generate the error code. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. Ultimately, the investigation concluded that the reported problem was caused by a defective motherboard. More specifically, the hardware defect involved the flexray sockets that are soldered to the motherboard. Olympus will continue to monitor field performance for this device.